Event description:
It was reported that a gav 2.0 (#fx215t) was implanted during a procedure. According to the complainant, the valve caused drainage problem. Deemed pressure setting was too high for patient. The patient underwent a revision procedure. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure. Same patient as medwatch# 3004721439-2025-00333.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformation or damage of the valve was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer control test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in the horizontal but not in the vertical position. A tendency to an accelerated outflow of gav 2.0 was measured. Internal inspection: after dismantling, organic deposits were found in gav 2.0. Results: based on our investigation results, we can determine an accelerated outflow at the valve. The determined deposits can be named as the cause for the functional deviation. Organic material in the cerebrospinal fluid can influence the function temporarily and are known inherent side effects in hydrocephalus therapy.

Event description:
It was reported that a gav 2.0 (#fx215t) was implanted during a procedure. According to the complainant, the valve caused drainage problem. Deemed pressure setting was too high for patient the patient underwent a revision procedure. The complained product will be sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure. Same patient as medwatch#3004721439-2025-00333.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.